Event description:
It was reported that within one day of patient use, the tracheostomy cuff would not inflate and was noticed to be leaking. It is unknown if the unit was pre-tested. A replacement was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).